Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4, damage (physical or cosmetic), pump error 14, pump error 42. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1711k was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08680 inches. The trace and history files were successfully downloaded using thus. There were no pump error 38 alarms during testing. A review of the pump history file shows on 5/12/2024 a pump error 14 stack check alarm (00:45:13), a pump error 4 alarm (00:45:11), and a pump error 42 alarm (00:45:15) occurred, listed below: pump error 14 was triggered during one-minute periodic test since the top stack was corrupted - memory corruption- suspecting the hw. Pump error 4 was the consequence of the pe14 and was expected. Pump error 42 was triggered since the drive time exceeded the limit - suspecting the hw. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, missing display window cover, cracked battery tube threads, stained serial number label, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Pump error 4, pump error 14, and pump error 42 alarms are confirmed, faults are isolated to the hardware. Crack on the back of the pump is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.